Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer had symptoms such as a headache. The customer was assisted with clearing the alarm. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was assisted with rewinding the pump. The customer stated that the motor error did not occur during priming. The customer was assisted with the self-test. The customer stated that the self-test passed. The customer was advised to monitor the pump.